Event description:
It was reported that during a colon procedure, anvil pin dislodged. It was reported when the device was used in a colon procedure, the device fired and cut as intended. When removing the device, difficulty was encountered, but the surgeon managed to remove it. The surgeon realized that the anvil was missing and had fallen into the pt. He attempted to remove the anvil via the anus, but was unsuccessful. Consequently, the case was converted to an open procedure. The staple line was cut to remove the anvil. It was retreived with no difficulties. Another stapler was used to complete the case. A leak test was performed and the staple line was intact. Five days later, the staple line leaked. The pt returned to the or to re-close the staple line. Three days later, the surgeon thought that there was a possibility of septicemia as the pt was experiencing increased temperatures. He was transferred to another hosp. There have been no other reported pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this tiime.